Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds measuring greater than 5 volts and it was noted pacing impedances have decreased from 1100 ohms to 600 ohms. As a result, the physician decided to replaced this rv with a new lead. No additional adverse patient effects were reported. The lead is not expected to return for analysis.